Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional (hcp) requested to do a heart connect session to assess left ventricular (lv) lead thresholds. Additional information received indicates that the cause of high threshold was micro dislodgement and it was then reprogrammed. This lead remains in service. No adverse patient effects were reported.